Manufacturer narrative:
Concomitant medical devices: 407652, lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high/undefined pacing impedance. The lead was revised and was capped. A new lead was implanted. No patient complications have been reported as a result of this event.